Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and pump overheated while charging. Customer's blood glucose was 132 mg/dl. Reportedly, customer reverted to using another pump for insulin therapy.

Manufacturer narrative:
The device investigation has been completed and the alleged malfunction was verified; however, the alleged battery issue could not be verified.